Event description:
While performing right knee arthroscopy pmm, prm, lateral release proc. Using the dionics 4.5 straight synnovator. The surgeon noted lubricant staining the cartilage, also a metal shard was noted in the joint cavity. The joint was flushed per protocol with l. R., and images were taken to demonstrate that no metal or lubricant remained.